Event description:
It was reported that, "pt's patella seemed loose after a fall at work. Surgeon discovered the patella was loose and performed a revision. He also exchanged the poly."

Manufacturer narrative:
An eval of the patella cannot be performed as the patella explant fragmented during explantation and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the evaluation summary will be submitted in a supplemental report.